Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired 3 days post-implant with the cause of expiration noted as unknown. The patient was reportedly awake, alert and doing well post-operatively; however, unexpectedly expired. No additional information was received.

Manufacturer narrative:
Approximate age of device: 3 days. The event occurred at (B)(6) hospital in (B)(6). Additional information has been requested from the distributor. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Additional information. The device was not returned for evaluation. A root cause for the reported events and a correlation to the device could not be determined through this evaluation. The instructions for use lists right heart failure as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating that the patient experienced post-implant surgical bleeding and remained in the ICU with unstable hemodynamics considered to be due to an unspecified decrease in hematocrit. A surgical revision was performed due to the bleeding. High dose inotrope therapy was continued. Poor right ventricular contractibility was seen and right ventricular circulatory support with extracorporeal membrane oxygenation (ECMO) was initiated. The patient's hemodynamics remained unstable and the patient had a sudden cardiac arrest and expired on (B)(6) 2015.